Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed) and confirmed that the speaker was not working. The biomed requested a replacement device, and a replace was shipped. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The issue was resolved by replacing the device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the unit has a speaker malfunction and they do not hear any audio from the mx40. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed) and confirmed that the speaker was not working. The biomed requested a replacement device, and a replacement was shipped. The reported defective mx40 was later received at the philips repair bench and was tested by a philips bench repair technician (brt). The device was tested and the device microphone was found to be defective, leading to a speaker malfunction error message. However, the speaker was able to produce sound. Based on the results of the analysis, it was determined that the product has malfunctioned and was showing a speaker malfunction error, however, the speaker was producing sound. Although the speaker was producing sound during testing by the brt, a failure at the time of the reported incident could not be ruled out. The issue was resolved by replacing the device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.